Event description:
Boston scientific received information that during a routine device change out procedure, the header of this implantable cardioverter defibrillator (ICD) became loose when it was being removed from the pocket. All diagnostics were good prior to the change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case confirmed the header was loose. All seal plugs were intact and the setscrews operated appropriately. An x-ray of the device found the feedthrough wires were intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded the damage to the header was consistent with damaged caused during the explant procedure.